Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon stated that she felt that the staple line was inconsistent. There were no patient consequences. Case completed with using clips to stop the bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were malformed staples present after the firing? N/a. Was the staple line incomplete? N/a. On what tissue type was the device used? At what location on the tissue? N/a. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N/a. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? N/a. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)?n/a after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? N/a. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.